Event description:
Meter would not power on. Pt took their oral medication following the use of the meter and contacted a medical professional for advice. No further treatment was sought. The customer service rep walked reporter through troubleshooting and was able to resolve the power issue; however, the meter would not react to the test strip. According to the owner's manual, the meter prompts the "remove test strip" symbol if the test strips were pushed in too fast. The csr confirmed that the test strip was being inserted in properly and the meter would only display the message. The pt neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting. Pt's meter was replaced.